Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer left the pump plugged into a power source for an extended period of time and the pump successfully charged.